Manufacturer narrative:
(B)(4). Following information was requested but unavailable: it was reported that the ¿jaws were broken off outside the patient.¿ just for clarification: was the top jaw (movable jaw) broken off of the device in two pieces? Were there any issues with the electrode on the bottom jaw (separated or broken off)?

Event description:
It was reported that during a total laparoscopic hysterectomy, "replace instrument/instrument error detected" was displayed and the jaws were broken off outside the patient. No pieces fell inside the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n9019y. The device was returned with the upper jaw detached returned. In addition, the I-blade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the condition of the device, we are unable to investigate further the alert screen issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.